Event description:
As reported, the rotating hemostatic valve of a 7f 11cm brite tip catheter sheath introducer (csi) was "released easily" when the sheath was inserted. The device was replaced with another brite tip sheath. The procedure and vascular closure with the hemostasis plug was completed successfully. There was no reported patient injury. The sheath was used with a cordis exoseal device for closure after an endovascular therapy (evt) case. The device will not be returned for evaluation as it was discarded by the site.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h6, and h10. Complaint conclusion: as reported, the rotating hemostatic valve of a 7f 11cm brite tip catheter sheath introducer (csi) was "released easily" when the sheath was inserted. The device was replaced with another brite tip sheath. The procedure and vascular closure with the hemostasis plug was completed successfully. There was no reported patient injury. The sheath was used with a cordis exoseal device for closure after an endovascular therapy (evt) case. The product was not returned for analysis as it was discarded. A product history record (phr) review of lot 18038007 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device or images for analysis, the reported customer event ¿hemostasis valve/hub- separated - during use¿ could not be confirmed. Procedural or handling factors may have contributed to the reported event. According to the IFU, which is not intended as a mitigation of risk, ¿do not use if package is open or damaged. If increased resistance is felt upon insertion of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure and withdraw the csi.¿ the IFU also instructs users to ¿insert the vessel dilator through the csi¿s hemostasis valve, snapping it into place at the hub. Flush with heparinized saline or suitable isotonic solution.¿ if a leakage or a separated condition is noted at this time, users are trained to identify this condition and immediately switch out the device for a new one. Neither the phr, nor the product analysis available, suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.